Manufacturer narrative:
D3-g1 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, an error message stating that the device was operating in standby mode was displayed when interrogating the pacemaker in the box. The automatic detection of implantation was deactivated. The atrial and ventricular pacing were at 100%. The battery impedance was at approximately 1.5 kohms.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, an error message stating that the device was operating in standby mode was displayed when interrogating the pacemaker in the box. The automatic detection of implantation was deactivated. The atrial and ventricular pacing were at 100%. The battery impedance was at approximately 1.5 kohms.